Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a fall and was experiencing discomfort with stimulation and low impedances. As a result, surgical intervention was undertaken on 13dec2024 wherein the pocket was opened, and the extension was pushed further into the ipg header to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.